Event description:
My dexcom g7 issue. I have used dexcom g6 for a few years with no issues. I just started using the dexcom 7 last month because I had been hearing that dexcom 6 was going to be discontinued in the near future, and I figured I better get onboard with the newer version. I received a 90 day supply of g7 by mail order. Problem is that the dexcom 7 sensor was not communicating with my tandem t slim pump or the tandem app. To troubleshoot the issue, over a couple of week timespan, dexcom had me replace 2 sensors and tandem sent me a replacement pump. None of it solved my issue. I asked dexcom if I could send them the unopened boxes of g7 sensors, and they could send me the same amount of g6. They said that they couldn't because as far as they are concerned the sensor works with the dexcom app and I need to work with my sensor supplier and dr to get a rx to go back to the g6. I'm very disappointed that dexcom would not work directly with me to resolve this issue which has become very costly. I spent over (B)(6) for a 90-day supply of dexcom 7 which are not usable and another (B)(6) for the dexcom 6 sensors. (B)(6). Ref report: mw5168777.